Manufacturer narrative:
The complainant reported that two drill bits bent upon removal after piloting holes during surgery. The instrument kits contained two drill bits and the surgery was successful with the two drill bits. There were no reported patient complications. The following mdrs are associated with this event: 3005031160-2019-00031. The drill bits have not been returned for complaint assessment. The complainant provided photos of the drill bits, both drill bits had misshaped flutes and were not straight. A DHR review was performed and there were no manufacturing anomalies identified. The devices met all required specifications prior to being released to distributable inventory. The fixed angle drill tips can become bent if lateral force is applied. Lateral force could be applied to the drill bits if they were inadvertently impacted or shifted while in-use. The complainant reported that the drill bits were discovered to be bent after drilling holes for screw placement. The guided inserter has a hollow shaft to direct appropriate placement for screw hole preparation and screw insertion. If the handle attached to the drill bit was shifted while the drill bit was still within the shaft of the guided inserter tip, it may bend the drill bits.

Event description:
The complainant reported that two drill bits bent upon removal after piloting holes during surgery. The instrument kits contained two drill bits and the surgery was successful with the two drill bits. There were no reported patient complications. The following mdrs are associated with this event: 3005031160-2019-00031.